Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a damaged plunger clamp in the reported problem area of the pipette assembly. Replaced tip clamps in position 1 and 2 and lld contact springs. The instrument was, inspected, tested without further problem, and returned to expected operation.